Event description:
It was reported patient underwent a left hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 1999 due to staph infection and sepsis. It was further reported patient has allegedly experienced eight trochanter fractures due to patient falls on unknown dates. None of these fractures have resulted in surgeries to date. The patient's last fall in 2013 has not healed due to non-union. A revision procedure has been indicated due to osteolysis and pain; however, no revision procedure has been reported to date. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿early or late postoperative infection¿ and ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.